Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation. The patient's his lead is in the left ventricular (lv) lead port. Stimulation ceased after reprogramming. The patient reported that they subsequently felt stimulation again. The his lead remains in use. No further patient complications have been reported as a result of this event.